Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a guidewire fracture occurred. The 90% stenosed lesion was located in a tortuous section of an obtuse marginal artery. A second lesion was also located in the circumflex artery. A pt2 moderate support 185cm j-tip guidewire was advanced to the lesion in the obtuse marginal artery. When the wire was advanced to the lesion the physician noted a prolapse in the wire that created a torsion point as the heart was beating. The lesions were predilated with a 2.0x15mm apex balloon. The physician attempted to place both 2.5x23mm and 2.5x15mm promus stents in the obtuse marginal lesion, but they would not cross. Two 2.25x12mm taxus liberte' atom stents were placed in the lesion. A 2.75x16mm taxus liberte' stent was placed in the circumflex artery. When the physician was reviewing the results of the procedure, the distal tip of the wire was seen distal to the obtuse marginal lesion. The wire had fractured at the torsion point and was left in the patient. No attempt was made to remove the fractured wire due to the patient's anatomy. No further patient injuries or complications occurred. Patient status is satisfactory.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a guidewire fracture occurred. The 90% stenosed lesion was located in a tortuous section of an obtuse marginal artery. A second lesion was also located in the circumflex artery. A second lesion was also located in the circumflex artery. A pt2 moderate support 185cm j-tip guidewire was advanced to the lesion in the obtuse marginal artery. When the wire was advanced to the lesion, the physician noted a prolapse in the wire that created a torsion point as the heart was beating. The lesions were predilated with a 2.0x15mm apex balloon. The physician attempted to place both 2.5x23mm and 2.5x15m promus stents in the obtuse marginal lesion, but they would not cross. Two 2.25x12mm taxus liberte' atom stents were placed in the lesion. A 2.75x16mm taxus liberte' stent was placed in the circumflex artery. When the physician was reviewing the results of the procedure, the distal tip of the wire was seen distal to the obtuse marginal lesion. The wire had fractured at the torsion point and was left in the pt. No attempt was made to remove the fractured wire due to the pt's anatomy. No further pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - the wire was received with the distal end detached. The visual inspection during analysis reveals the distal end fractured. There is approximately 2.5 cm of the tip missing from the wire. The proximal site was submitted for scan electron microscope (sem) analysis. Examination of the fracture surface revealed the presence of equiaxed dimple ruptures in a tensional direction. No material elongation was noted. No material anomalies were observed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).